Event description:
A customer received a sensor error message on the same day of wearing the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of feeling very weak, collapsed, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 70 mmol/l with an hcp meter. The customer was diagnosed with hyperglycemia and was provided an unspecified dose of insulin via injection, metformin, and ''paint on pressel'' for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message on the same day of wearing the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of feeling very weak, collapsed, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose reading of 70 mmol/l with an hcp meter. The customer was diagnosed with hyperglycemia and was provided an unspecified dose of insulin via injection, metformin, and ''paint o pressel'' for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.